Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown baclofen 2000 mcg/ml at minimum rate via an implantable pump for intractable spasticity and head/brain injury. It was reported the hcp was reporting an empty reservoir. It was stated the pump has been alarming for some time and it was stated that the pump reservoir was empty. It was stated there has been nothing done to the pump since (B)(6) 2018. The hcp was seeing the patient for the first time and was planning on refilling the pump with baclofen 500 mcg/ml for a total dose of 50 mcg/day. Dosing concentrations, why no priming was needed, refilling and monitoring for volume discrepancy and efficacy, and considerations for catheter and tubing patency/damage were all reviewed. It was discussed there was still 2000 mcg/ml of baclofen in the pump tubing and catheter. It was discussed removing the system contents procedure. The hcp was going to contact a manufacturer representative to assist with this procedure and obtain a catheter access port (cap) kit. No symptoms were reported. The event date was 2018 (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp). The empty reservoir was patient related. The hcp filled and checked the pump and the issue was resolved. No further complications were reported/anticipated.